Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5028488/5028468.

Event description:
It was reported that the patient was experiencing periodic shocking and burning sensation all over her body, particularly in her hands, feet and shoulders. It was mentioned that the undesired sensation would not stop even if stimulation was turned off. The patient underwent an explant procedure where all device was removed. The explanted device will not be return due to facility policy.